Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device experienced a failed occlusion and a broken door. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D3: corrected. H6: one device was returned for evaluation in used condition. Visual inspection found that the downstream occlusion (dso) seal was lifting. Functional testing was performed, and the reported issue was not duplicated. The dso seal was replaced. The investigator notes that the probable cause of the reported issue was a faulty cassette, as the device tested normally during evaluation.